Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the complaint device lockscr ø3.5 self-tap l85 sst (product code: 212.129, lot: 52p0998) was not received for investigation. A photo investigation was performed based on the image received. The image was reviewed, and the complaint condition is confirmed as the shaft of the locking screw was observed to be bent. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 212.129, lot # 52p0998, manufacturing site: grenchen, release to warehouse date: 29.04.2020, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: jds. Initial reporter is a synthes employee the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that while taking the screw from the rack, it was observed to be bent. This report is for a screw. This is report 1 of 1 for (B)(4).